Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was not getting any pain relief and needed to meet with manufacturer representative for reprogramming. Additional information was received from a consumer regarding the patient. It was noted that [it] still doesn't work properly. The patient had excellent help in trying to resolve the pain; however, the lack of pain relief had not been resolved at the time that the additional information was received. Additional information was received from the consumer on (B)(6) 2017. The patient was upset and reported that the healthcare provider (hcp) could not do anything about the device. She reported the implant never helped her. The patient has had several people come out to work on her device. The patient was redirected to their healthcare provider. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient was also implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was confirmed that the pelvic health stimulator worked fine. It was reported that the patient was having an MRI related to their device or therapy. It was then clarified that the MRI was for fused bones in their back and a rod. They wanted to see if there was anything to do so they could walk without it hurting. The implant was not working, it was large, and it got painful and uncomfortable. The implant issues and symptoms were reported to have started about 6 months ago. It was reported that the patient worked with a manufacturer representative on the issue about 3 months ago and they "got far but not far enough." The patient had a cat scan due to a fall on their head about 6 months ago. The patient got staples. The scan, fall, and staples were confirmed to be unrelated to their implant. No further complications were reported.